Event description:
It was reported that externalized conductors were observed when a patient presented to the or for a generator change-out. No electrical anomalies were detected. The patient was asymptomatic. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.